Event description:
The customer contacted philips to report that the etco2 was pushed in and that they can not connect it for use. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.